Event description:
Please refer to importer report # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless stem size 3 lat: ref. 01.18.143 / lot 123319 ((B)(4) devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization procedures. The (B)(4) stems belonging to this lot have been already sold without any other similar issue. From the x-rays analysis, a bone reabsorption has been noticed. From the data collected, there are no evidences that the event is device related.